Manufacturer narrative:
The patient's weight in the event log was entered as both (B)(6). The customer¿s report of a channel disconnect event was confirmed. The report of device error 150.2100.5 was confirmed in the pcu error log but was shown to have no relation to the reported channel disconnect event. Physical inspection of pump module s/n (B)(4) showed signs of white residue around the right iui¿s contacts and surface residue/dust on the left iui. The pcu had signs of corrosion on the right iui; the left iui was observed to be clean. Analysis of the pcu error and event log showed that between (B)(6) 2015 and (B)(6) 2016 there were 22 instances of a log-only comm transmit failure (error code 150.2100.5) , with 10 instances occurring on (B)(6) 2016; these 10 instances do not correspond to any events in the pcu event log. The event log showed four different instances of a channel disconnect event. All four of the disconnects involved pump module s/n (B)(4) which was determined to be attached to the right side of the pcu. In one of the events pump module s/n (B)(4), positioned to the far right, also experienced a disconnect. The event log shows the channel disconnect pop-up appeared after each disconnect and the user confirmed the message. Functional testing was unable to replicate a channel disconnect. The root cause of the customer¿s report of device error 150.2100.5 was not identified. The root cause of the channel disconnects was not identified. Contaminated/corroded iui connectors were identified on 2 of the devices however the channel disconnect event could not be replicated and therefore no definitive cause was found.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that two channels, infusing dopamine and d5w at unspecified dosages and rates on one side of the pcu, stopped working and displayed a red "disconnected" message before shutting off. The error code was reported to be 150.2100.5. The patient had a drop in their mean arterial pressure that stabilized to baseline when the infusion was restarted on another device; there was no lasting harm for the patient. A third module which was permanently attached on the other side of the pcu was unaffected.